Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 499 mg/dl, 399 mg/dl and 405 mg/dl. The customer was alleges that the insulin pump was under delivering because of her high blood glucose. The drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.